Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported that while using therapy the ins turns off. When the patient turns the ins on the patient feels a jolt. The patient usually usually ramps stim up when turning stim on but when this occurs stim is at the same level. The patient reported that after they feel like stimulation turns off and then they turn stimulation on it stabs him in the back. The patient could not verify if the patient controller showed that stimulation was off or on when the patient feels stim turn off. The caller reported that the issue started within the past month. Adaptive stim is not active. Therapy parameters: active electrodes: 1- 2- 3+ 4+ amp: 4.2v pw: 300us rate: 60hztss had the caller run the impedances at 1.5v. The caller indi cated that as she was using the clinician programming it was causing the patient to jump. The caller provided the following impedance values :ref 0 1 878ohms 2 938ohms 3 958ohmsref 1 2 716ohms 3 781ohmsref2 3 731ohms. The patient indicated that the stim turning off was not related to any specific activity or action. The caller indicated that the patient has falls often but they couldn't provide a specific time frame that may have correlated with the start of the issue. The issue was not resolved through troubleshooting. Technical services (tss) reviewed considerations. The caller will have the patient continue to monitor the issue and will follow-up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.